Event description:
Update: eagle+/swift+ scr, prm, st, 14 was updated to unknown 8x9x23 concorde proti 360 tlif cage as stated by the original event description.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated information provided for reporting. D11: additional concomitant product added to complaint. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H11: d1: brand name updated d4: catalog updated device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, while surgeon inserted an concorde proti 360 tlif cage and the cage snapped in half. Surgeon was able to retrieve the cage with minimal delay. Procedure was successfully completed with approximately 5-10 minutes surgical delay. There were no patient consequences. Concomitant device reported: unknown inserter (part# unknown, lot# unknown). This complaint involves one (1) device. This report is for (1) eagle+/swift+ scr, prm, st, 14. This is report 1 of 1 for (B)(4).